Event description:
It was reported that the patient experienced an infection. As a result, the patient's system was explanted. The patient was prescribed antibiotics and washed up the wound to address the issue.

Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6).